Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for sequencing. Next generation sequencing interrogated rh gene exons 1 to 10 and the allele genotype rhce*ce, rhce*ce(281c,282t) was identified. Rhce*ce(281c,282t) variant allele is unreported. Therefore, the predicted phenotype for antigens c and e is unknown. However, the customer's c-,e- serology indicates that the single amino acid change associated with those two variants (leu94pro) alters the expression of c and e antigens. ID core xt reported a predicted c+, e+ phenotype, but null rhce*ce(281c,282t) variant allele, not interrogated by ID core xt, is associated with c-, e- negative phenotype. The false positive results obtained by ID core xt are considered a discrepant result and then a malfunction. This case report is covered by limitations number 1 and 8 of ID core xt package insert.

Event description:
The customer reported a possible discrepancy. The sample is c+,e+ using ID core xt assay but serology reported c-,e-.